Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device was unable to be performed by endologix as it remains in the patient body. A clinical evaluation of the adverse event/incident was completed via examination of medical imaging received by endologix. Medical records could not be provided by the hospital. Based on the limited the medical imaging received the reported ruptured aorta, failed surgical conversion and death complaints are unconfirmed. It was reported that aortic rupture occurred during post-dilation of the afx2 bifurcated stent graft with a q50x balloon (non-endologix). Repair attempts with an afx vela suprarenal graft and open conversion were unsuccessful, resulting in intraoperative death. No endologix device malfunction was identified. Though definitive user, procedure or anatomy relatedness of complaint cannot be determined, the patient was being treated for aortoiliac occlusive disease (aiod) with severe aortoiliac calcification and critical luminal narrowing (9.4 mm) without an abdominal aortic aneurysm; this off-label use (outside of the treatment range) likely contributed to the reported rupture, although causation could not be conclusively determined. There was also off label concomitant product use of an ovation iliac limb. It is unclear if this contributed to the reported event. Concomitant product usage (q50 balloon) could have contributed to the rupture, though causation is not conclusive due to lack of medical records and imaging. Though the cause of death could not be determined due to inconclusive information it was reported that the patient did not survive the procedure and expired intraoperatively. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation¿s outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation type codes ¿ remove 4118. H6: investigation finding codes - remove code 4247.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text: device remains implanted in patient.

Event description:
The patient expired during treatment of an abdominal aortic aneurysm on (B)(6) 2026. Reportedly, this was an off-label procedure for occlusive disease with concomitant minor aneurysmal disease in the distal and proximal aorta. The aorta ruptured during post dilation of the afx2 bifurcated stent graft with a q50x merit medical balloon. The atm of the q50x balloon was requested but not known. An afx vela suprarenal (28-28/75) was placed in an attempt repair the rupture but was unsuccessful. The patient was converted to an open repair which was unsuccessful and the patient expired on the table.